Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of receiving a low battery, then buttons began to malfunction and act and esc button were not responding. Customer's blood glucose was 49 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected alarms, alarm beeps, or frozen display noted during our testing. All of the buttons are functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump was received with normal operating currents and monitored for several days and no low battery alert alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.